Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: when the device from another manufacturer was inserted into the trocar, it broke and pieces fell into the cavity. The broken parts were retrieved.

Manufacturer narrative:
(B)(4)